Event description:
It was reported that during the post dilatation of a non-abbott stent in the renal artery, the nc trek balloon was inflated successfully to 14 atmospheres. An attempt was made to deflate the balloon; however, the balloon would not deflate. Several unsuccessful attempts were made to inflate and deflate the balloon. An unsuccessful attempt was made to pull the balloon into the aorta. Several unsuccessful attempts were made to rupture the balloon by inflating the balloon above the rated burst pressure. Ultimately, the physician broke the hub of the catheter so that the sheath and guide catheter could be upsized. The inflated balloon was pulled inside the larger sheath and removed from the anatomy successfully. Although there was a significant clinical delay in the procedure, there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The nc trek balloon catheter was returned with blood visible on the shaft, balloon and in the inflation lumen, guide wire lumen, and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and a leak during use of the catheter in the patient anatomy. The distal end of the balloon was partially rolled over the distal taper of the balloon. The hypotube had separated at the distal end of the hub under the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The separation is consistent with the reported information the hypotube was intentionally cut during the procedure. There were multiple kinks and bends throughout the entire length of the hypotube. The guide wire exit notch was torn for a length of 1.3cm. There was a non-abbott guide wire and filtration element returned inside the guide wire lumen of the balloon catheter. There were multiple kinks and bends throughout the entire length of the guide wire. Difficulties deflating the balloon can be affected by, but not limited to, catheter damages such as kinks and bends that would block the contrast flow, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulty is not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times. Functional testing was unable to be performed due to the damages noted. There was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, the balloon was able to be successfully inflated with no difficulties which suggests there was no initial problem with the balloon. The observed kinks and bends may have contributed to the reported deflation difficulties as kinks or bends in the hypotube can obstruct the flow of contrast to and from the balloon; however, this could not be confirmed. Further, the noted tear in the guide wire exit notch likely occurred during the manipulation attempts of deflating and removing the catheter in the patient anatomy, as the tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Also as the balloon was unable to be deflated, during the attempts to remove the catheter, this would create resistance and contribute to the noted balloon inverting over itself. However, due to the condition of the returned device, a conclusive cause for the reported deflation difficulties could not be determined. Reportedly, the nc trek catheter was used to post dilate a pre-deployed stent in the renal artery. The nc trek coronary dilatation catheter instructions for use states the catheter is intended for use in the coronary artery. It is unknown how the use of the nc trek in the renal artery contributed to the reported difficulties. A search of the lot history record indicated no related nonconforming material record issues. Additionally, a query of the complaint handling database indicated no similar incidents for this lot. There is no indication of a product quality deficiency.